Event description:
There is mold in my pads from the company always. I just recently bought a new package and I saw something that said there have been having mold in their pads. So, I figured I would just to check and be sure cause I'm sure it's not all of them or every single one. So, I grabbed a flashlight, and I checked in sure enough it was in there. I'm honestly not concerned about getting my money back. I'm not honestly concerned about getting a refund or getting new pads. Definitely just would love for this to get fixed and I definitely have the pads if need to be sent in.